Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump received with normal operating currents. No battery failed alarm noted. The test guardian link with the glucose sensor simulator communicates properly to the insulin pump noted. No lost sensor signal alert noted. Insulin pump received with cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Hardware low level failures alarm confirmed in the insulin pump history due broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failures and battery failed test. The customer's blood glucose level was unknown. The insulin pump will not be returned for the analysis.